Event description:
Per university heart ctr registration and explant data sheet, this system was removed due to a "suspected infection". System was returned to us 2009. Cylos dr, MDR 1028232-2009-00899, setrox s MDR 1028232-2009-00922.